Event description:
It was reported that during power up by the customer's biomedical engineer, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #50. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during power up by the customer's biomedical engineer, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #50. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during power up by the customer's biomedical engineer, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #50. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A (B)(4) field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue and isolated the issue to the motor controller board. The fse replaced the motor controller board then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during power up by the customer's biomedical engineer, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #50. There was no patient involved and no adverse event was reported. Electrical fault code 50. G1152pumcst0000. Technicians remarks: failure observed by end user on power up ¿electrical code#50¿. Tested cs300iabp and observed failure on power up. Isolated ¿electrical code#50¿ failure to motor control board, replaced and corrected failure.* unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.